Manufacturer narrative:
Concomitant medical products: 439888 lead and dtbb1q1 crt-d implanted: (B)(6) 2016. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post-operatively, the patient's lead became dislodged. It was further reported that during the implant, there was lead placement difficulty. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.